Event description:
The pt's one touch ultra meter kept giving the 'three dashes'. This issue was not resolved with troubleshooting. The meter options were reset, but the issue still persisted. Pt did contact a medical professional for advice, but unk if pt received any treatment. This case is reported as a meter malfunction since the reported issue was not resolved. A replacement meter was sent to the pt. No further info was provided.